Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that during a right epicondyle of the humorous procedure the surgeon inserted screw and washer and was tightening, when the washer bent and the screw head went through the washer popped off. Surgeon tightened the screw down without the washer. Another screw was inserted with a washer and was removed as there was a gap between the head and washer. Surgeon removed the screw and inserted another without the washer and completed the procedure with no large delay, about 10 minutes. This report is on the washer that had a gap. This is report 2 of 3 for this event.